Manufacturer narrative:
Findings: pump received with no esc and act button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and stripped battery cap coin slot.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 80 mg/dl at the time of the incident. The customer stated that their battery cap was broken and had difficulty removing the cap from the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.